Manufacturer narrative:
Additional information: patient identifier and sex provided.

Manufacturer narrative:
Additional information: the representative reported that the confirmation image acquisition was the only image to have the reported issue. A medtronic representative went to the site to test the equipment. The representative reported that the site was able to complete an open spinal fusion without fault or recurrence of the reported issue.

Manufacturer narrative:
Correction: manufacturer and associated fields updated to proper value.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the image acquisitions displayed as half white. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.